Event description:
Device 2 of 5. MFR report # 1627487-2018-01152, 1627487-2018-01151, 1627487-2018-01153, 1627487-2018-01154 . Additional information revealed that patient stated that explant happened around autumn of 2017.

Event description:
Device 2 of 5, MFR report # 1627487-2018-01152, 1627487-2018-01151, 1627487-2018-01153, 1627487-2018-01154. Additional information revealed that patient¿s infection began post operatively and at the suture site of the lead. Symptoms started with redness and eventually incision site opened. Company representative was informed that it was a (B)(6) infection. Patient is being treated with antibiotic and was hospitalized twice during the course of treatment.

Event description:
Device 2 of 5. MFR report # 1627487-2018-01152, 1627487-2018-01151, 1627487-2018-01153, 1627487-2018-01154. Additional follow up revealed that infection has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 5. MFR report # 1627487-2018-01152, 1627487-2018-01151, 1627487-2018-01153, 1627487-2018-01154. It was reported that patient had developed an infection that was not healing. As a result, patient underwent a surgical intervention on an unknown date wherein pns stimulator system was explanted.